Event description:
General report received of an overdelivery. The customer contact indicated the events were the result of an operator error in programming the devices. The customer reported that "since 12/2003-04/2004 there were approximately 3 to 4 incidents where the nurses incorrectly programmed the hydromorphone concentration in the pump for 0.1 mg/dl instead of the intended 1.0 mg/ml." Specific pt info, event details, and pump programming parameters were unspecified. It was reported, "in some cases, the pts required an unspecified dose of narcan and recovered immediately." There were no reported adverse pt sequelae. The customer indicated that staff members at the user facility were re-educated on the correct operation of the device. Though requested, no additional info was provided.